Event description:
The reporter stated that the surgeon inserted an aa4204vf plate silicone lens. The posterior capsule tore during insertion of the lens. The lens was removed. No vitrectomy was performed. Surgery was completed with another lens.